Event description:
The caller reported that the touchscreen of the insulin pump was cracked and shattered, making it illegible and unusable. There was no adverse impact to the customer's blood glucose level. As the pump was out of warranty, it was not replaced. The customer was instructed by customer technical support to put the pump into storage mode and to return it using a pre-paid label within ten days. The customer understood and acknowledged these instructions and confirmed an alternative insulin pump therapy to ensure insulin delivery was not interrupted.